Manufacturer narrative:
Main investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established. The death was not considered to be device related and the pump reportedly operated as intended. It was also communicated that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. No product is available for investigation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, stroke, right heart failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02apr2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an unexpected subdural hematoma and was transitioned to hospice care. The patient expired on (B)(6) 2021. Additional information reported the patient was admitted with fluid overload and optimization prior to right heart catheterization. The right heart catheterization was held due to elevated inr. Acutely the patient started complaining of a headache then he became unresponsive. Upon assessment he was noted to have pupil changes and posturing. A stroke code was called and he was taken for stat head CT which showed a large right sided subdural bleed. The patient was emergently taken to the operating room (or) for evacuation. The patient was given mannitol and kcentra prior to operating room. The patient had no cough or gag reflex, pupils dilated and right was nonreactive. Intraoperatively the patient received 2 units of packed red blood cells (prbcs), 4 units fresh frozen plasma (ffp), 1 units platelets, 800 ml crystalloid and made 800 ml of urine output. The patient had a right hemicraniectomy performed, no bone flap, and subdural hematoma evacuated. Three drains were placed, two above the dura, one below. No external ventricular drain was placed. The patient had severe right heart dysfunction in the operating room with slowly decreasing vad flows. Transferred to the cardio thoracic critical care unit, and neuro critical care was consulted. The patient was started on an electroencephalogram (eeg) with empiric antiepileptics. Due to the patient's severe right ventricular (rv) dysfunction and unable to tolerate sildenafil due to hypotension, the patient was started on an epinephrine infusion and inhaled veletri. The patient's repeat head CT showed ischemic areas of infarction in the right anterior cerebral artery and right posterior cerebral artery distributions. Sedation was turned off on (B)(6) 2021 and the patient had no improvements in their neurologic function. Palliative care and family felt that the patient would not wish to have further treatment thus was transitioned to hospice care on (B)(6) 2021 with comfort measures. The patient was extubated and lvad was turned off on (B)(6) 2021 at 1515. The patient was pronounced deceased at 1734 on (B)(6) 2021. The death was not considered to be device related and the device reportedly operated as expected.